Manufacturer narrative:
Concomitant products: inflation device: encore; gw: radifocus, cruise; bc: sleek 3.0/40mm, aviator 7.0/40mm; sheath: parent 6f.the product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure after pre-dilation with a sleek 3.0 x 40 balloon catheter, the physician delivered the smart control iliac 6 x 100 stent delivery system (sds) to the target lesion but the tip of the catheter became stuck in the sheath. The physician managed to access/cross the lesion but experienced difficulty rotating the turning dial/pulling back the sliding lever of the device to deploy the stent and thus could not deploy the stent. The device was removed from the patient and the distal tip was noted to be frayed. After the reported product issue, two smart controls: 6 x 100; and a 7 x 100 were implanted to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, and a 90% stenosis. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported product issue with the sheath used or gaining vascular access. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during an interventional endovascular procedure after pre-dilation with a sleek balloon catheter, the physician delivered the smart control iliac 6 x 100 stent delivery system (sds) to the target lesion but the tip of the catheter became stuck in the sheath. The physician managed to access/cross the lesion but experienced difficulty rotating the turning dial/pulling back the sliding lever of the device to deploy the stent and was unable to deploy the stent. The device was removed from the patient and the distal tip was noted to be frayed. The target lesion was a heavily calcified 90% stenotic right superficial femoral artery (rsfa). There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no irregularities noted. There was no reported product issue with the sheath used or gaining vascular access. Two additional smart control stents were implanted and the procedure was successfully completed. There was no reported patient injury. The product was returned for inspection. One non-sterile pkg smart control, iliac 6x100ml was received coiled inside a plastic bag. Locking pin was not received. Bends were observed at 4cm and 124cm from ID band. Unit was not deployed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. According to the procedure tuning dial rotation, sliding and deployment test were performed; however at the end of the deployment test was felt something strange; the unit was opened and it was observed that the hub and hypotube were detached. The unit was reviewed under the microscope and it was observed that the hub and the hypotube were glued since residues were found on both sides. Catheter tip did show any damage. Unit was reviewed by pet and an assessment of the controls in the manufacturing process was performed. Based on the assessment performed, could be determined that ses assembly line, has enough controls implemented to detect these type of defects throughout the process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of conditions 'kink/bent' could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue. The failures reported by the customer could not be confirmed; since functional tests could be performed and visual and dimensional analyses did not find any defect reported; however the separation between the hub and hypotube does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure. Therefore no actions were taken. The difficulty experienced by the customer may have been related to procedural factors, vessel characteristics and/or user handling.